Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The catheter was returned with the metal cannula and trocar loaded, the cannula was unloaded without issues and a damage was encountered in the pigtail section. A torn section was observed in the pigtail section. The metal cannula was inserted through the catheter and no resistance was felt.

Event description:
Reportable based on device analysis completed with 15dec2020. It was reported that the device was damaged. A flexima apdl was selected for use and attached to the patient's abdomen. During preparation, it was noted that the device was damaged. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a tear in the pigtail section.